Event description:
It was reported when a patient presented during follow-up, with a complaint of premature battery depletion. Intervention has not been performed. No further information is available at this time.